Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that the patient with this atrial lead experienced pain in the upper left thoracic area. A chest x-ray revealed that the lead had dislodged due to twiddler's syndrome. In addition, undersensing was observed. A revision procedure was to be performed in the near future. No adverse patient effects were reported.